Manufacturer narrative:
Na.

Event description:
The customer stated that they had low results for an unspecified number of patient samples tested for ureal urea/bun (bun) and ca2 calcium gen.2 (ca) on a cobas 8000 c 702 module (c702) between (B)(6) 2018. The customer provided data for three patient samples and of these, one patient sample had an erroneous ca result. The erroneous result was not reported outside of the laboratory. The sample initially resulted with an approximate ca value of 10.6 mg/dl. The sample was repeated on a different analyzer, resulting with a value of either 9.0 mg/dl or 8 mg/dl. The sample was then repeated on the complained c702 analyzer, resulting with a value of either 8 mg/dl or 9 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The ca reagent lot number and expiration date were asked for, but not provided. The field service engineer determined that a nozzle on the cell rinse mechanism was clogged. He also observed unusual splashing out of cells from the dispense of another nozzle. He cleared the clog and rinse the nozzle. He verified the vacuum of the instrument, adjusted detergent levels, and adjusted rinse water levels. He replaced a valve. He observed the operation of the analyzer and operations were improved. The customer stated that the issue appears to be resolved after these service actions. Investigations determined that the issue was solved by the service actions.